Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 88 mg/dl. Customer reverted to an alternate method of insulin therapy.